Manufacturer narrative:
The customer provided an image of the device for review. The image shows 2/3 of the stent collapsed, which is consistent with the opening issue described in the reported event. The investigation found the stent returned fully open and deployed. Two pushers were returned for evaluation; one of the pushers was returned with the distal coil stretched and the proximal marker bad detached from the body coil, which may have caused or contributed to the resheathing difficulty described in the reported event. Furthermore, the returned microcatheter was found flattened at 9-10cm from the strain relief, which may have also contributed to the resheathing difficulty described in the reported event. The stent was able to advance through and be resheathed into an undamaged in-house microcatheter when loaded onto the undamaged returned pusher during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched pusher distal coil and the detached marker band, but this damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength.

Event description:
No new information was received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: when the stent was being deployed inside the body, it was found that it could not be opened. Even after adjustment, deployment still failed. Retrieval of the stent was then attempted; however, during the retrieval process, the stent could not be fully pulled back into the microcatheter. As a result, the stent was withdrawn from the body together with the microcatheter. Afterwards, when retracting the stent pusher, it was discovered that the stent had become detached and was stuck inside the microcatheter. The stent was then removed by flushing the microcatheter, and it was found that the stent could not be opened from its middle segment. A new stent and microcatheter were replaced to complete the surgery. The patient was reported to be "fine".